Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 28 mg/dl at the time of incident and current blood glucose level was 231 mg/dl. The customer was treated with insulin pump, food and glucose tablets for low blood glucose level. The customer reported that the needle broke during insertion and even though the customer had low blood glucose level the insulin pump did not show the information to the customer. Emergency medical services was dispatched for the treatment of low blood glucose level. The customer performed self test and it passed. The insulin pump will not be returned for analysis.